Manufacturer narrative:
H10: of the one reported device, the lot number was not provided, therefore a lot history review was not performed. The device was returned for evaluation. A leak could not be identified for the 1 device. A root cause has not been determined. The device was labeled for single use. Bdpi was notified by your firm on 9/16/2019 that this procode is no longer eligible for vmsr; however the initial emdr was submitted in the prior quarter when it was eligible for vmsr. This report is the supplemental to that initial report . H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model 000714 feeding device allegedly experienced an inflation problem. This information was received from a single source. The alleged malfunction involved a patient with no known impact to the patient. The patient age, weight, and gender were not provided.

Manufacturer narrative:
H10: this procode is no longer eligible for vmsr; however the initial emdr was submitted in the prior quarter when it was eligible. This report is the supplemental to that initial report. The sample was returned for evaluation. The invetigation confirmed for the alleged balloon inflation issue, however the root cause cannot be determined based on the available information. The device was labeled for single use. H10: g4 h11: g1, h6 (results) h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model 000714 feeding device allegedly experienced an inflation problem. This information was received from a single source. The alleged malfunction involved a patient with no known impact to the patient. The patient age, weight, and gender were not provided.

Manufacturer narrative:
The device was returned for evaluation. The company is still investigating the issue at this time. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model 000714 feeding device allegedly experienced an inflation problem. This information was received from a single source. The alleged malfunction involved a patient with no known impact to the patient. The patient age, weight, and gender were not provided.